Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance as well as oversensing due to noise. The lead will continue to be monitored. The patient was stable and asymptomatic.